Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited high pacing impedance. The lead was capped and exchanged on (B)(6) 2022. The patient was stable in condition.

Event description:
New information received notes that the atrial lead had fractured.